Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause could not be identified since the startup issue is not reproducible. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: upon device power up, screen went blank and continuously alarmed. Technologist had to remove ac and batteries to restart device. Unable to duplicate failure at this time. No patient involvement as it occurred during startup.

Event description:
The following was reported to hamilton medical ag: upon device power up, screen went blank and continuously alarmed. Technologist had to remove ac and batteries to restart device. Unable to duplicate failure at this time. No patient involvement as it occurred during startup.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).